Event description:
It was reported that the battery does not recharge even when is connected to the power. The customer confirms the need to change the battery. No patient injury.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A relationship between the device and the event reported was established. The visual inspection found no defects, the functional evaluation found that the device could not operate on battery of mains power and could not be charged, it was found that the battery was depleted, requiring replacement. The lithium ion re-chargeable battery, contained within the device is subject to a limited number of charge cycles, the battery cannot re-charge when it has reached its life expectancy. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. Complaint history for the event reported has been reviewed, with similar instances being monitored to determine if additional actions are required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.